Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Follow-up #1: date of submission 08/26/2014. Device evaluation: the device has been returned and evaluated by product analysis on (B)(4) 2014 with the following findings: the last basal delivery was on (B)(6) 2014@02:14am, black box shows several ¿occlusion¿ alarms. The total daily dose adds up and reflects the programmed basal rate target. The display is dim and faded. No ¿occlusion¿ or any eaw occurred during the investigation. The pump reflected 24u after a 24h on 1u/hr basal program duration test. The product performs within specifications. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Event description:
The reporter contacted animas on (B)(6) 2014 alleging persistent occlusion alarms. The reporter stated that the patient had a blood glucose (bg) of 420mg/dl with moderate ketones and irritability. The patient did not receive any treatment above and beyond the usual routine care of diabetes management. Customer support (cs) completed troubleshooting and the patient is using cartridge and infusion set per IFU. This report is being made due to bg excursion the patient experienced due to an alleged occlusion alarm issue.